Manufacturer narrative:
Follow-up #1; date of submission: 09/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/26/2015 with the following findings: several cs-054 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no cs-054 'call service alarms' were observed: the reported issue was not duplicated. The following findings are unrelated to the reported issue: the pump case was removed, and the display was found to be lifted due to a failure of the gray tape. Investigation revealed an intermittent condition of the radio frequency transceiver due to a cracked transceiver flex trace. The battery compartment was observed to be cracked in the area below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-054 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.